Manufacturer narrative:
The information provided in this report was based on information given by the dentist in neodent¿s products warranty form that was recorded in the system that is used by both the manufacturer and the subsidiary. The original complaint and the product were received by the subsidiary and did not arrive in the manufacturer yet. When this happens, a new evaluation of the complaint will be carried out and, if necessary, a follow-up report will be send. Lot number was not provided by the complainant.

Event description:
(B)(4) - the dentist reported the loss of the dental implant after its installation in intraoral region #13. The patient presented bone type iii.